Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. However, the stm found error codes 13, 101 and 111 in the fault logs. The stm reloaded the software and ran all performance and function tests. The iabp passed all testing and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down and when powered back on, the iabp would not complete power on self test. There was no patient harm or adverse event reported.